Manufacturer narrative:
Please refer to the attached analysis report. - attachment: (B)(4).

Event description:
Reportedly, when the screwdriver was placed in the atrial set-screw, a metallic part was pushed out of the other side of the atrial connector block. The atrial lead could not be connected to the device. The device was replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the screwdriver was placed in the atrial set-screw, a metallic part was pushed out of the other side of the atrial connector block. The atrial lead could not be connected to the device. The device was replaced.